Manufacturer narrative:
(B)(4). (5) pictures of catalog number 3230 (humidifier, disposable) were received for analysis. During the visual inspection a damage on the taps of the nut was observed. No other issues were found. A DHR review could not be conducted since involved lot number was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "the nut part comes off easily" during use. No patient harm reported. Patient condition reported as "fine."